Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her infusion set was spurting out insulin during manual prime process. The customer was not wearing the device during priming. It was found that customer was not following instructions for use. Insulin continued to drip after letting go of the button and there was not a gap between the piston and reservoir stopper. Customer was able to successfully prime the infusion set and changing the infusion set resolved the issue. It was explained to keep the top of the reservoir and tubing connector dry before connecting. Customer was encouraged to follow instructions for use when changing infusion sets and to call back if other issues should arise. The issue may have been due to temporary vent blockage. The insulin pump will not be returning at this time for analysis.